Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the experience of the healthcare provider who fired the device? Can you please confirm the event date of the procedure? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon close the device, wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. In initial surgical procedure, were malformed staples identified? If so, where were they located and what was their shape? Was a leak test performed in the initial procedure? If so, what were the results? What is meant by ¿staple line not adequate¿? Could you please clarify ¿necessary to revise procedure¿ means? How was the issue addressed during the reoperation? What is the surgeon¿s regimen for anticoagulant therapy? Were there any other contributing factors that may have led to the patient¿s post op bleed? Was the site of the bleed identified? If so, where was it located? Is the surgeon interested in speaking with ethicon medical and engineering regarding the five reported incidents? What is the current patient status?

Event description:
It was reported that during a rectum procedure, rectorrhagia occurred after some hours after the primary surgery. It was necessary to revise the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis and cancer . What is the experience of the healthcare provider who fired the device? Excellent, several hc provider because the anastomosis is usually done not by the first operator. Can you please confirm the event date of the procedure? The exact event date is unknown. Where in the green gap setting scale was the indicator located prior to firing? At the end. The operators always set it at the maximum of the closure at the end of the range. Did the surgeon close the device, wait 15 seconds and then retighten prior to firing? Yes always. Were the donuts inspected? If so, please describe. Yes they were undamaged. Was the washer inspected? If so, please describe. No anomaly. In initial surgical procedure, were malformed staples identified? If so, where were they located and what was their shape? In an end terminal anastomosis done with circular stapler it¿s difficult to observe clips malformed unless they are open but it was not so. Was a leak test performed in the initial procedure? No. What is meant by ¿staple line not adequate¿? Na. Could you please clarify ¿necessary to revise procedure¿ means? Colonoscopy and transfusion. How was the issue addressed during the reoperation? See above. What is the surgeon¿s regimen for anticoagulant therapy? Clexane. Were there any other contributing factors that may have led to the patient¿s post op bleed? No. Was the site of the bleed identified? If so, where was it located? Yes. Is the surgeon interested in speaking with ethicon medical and engineering regarding the five reported incidents? Currently he does not see the need. What is the current patient status? Discharged.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2018. Batch # p5768a. The analysis results found that the cdh29a device arrived sterile and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.